Event description:
A malfunction alarm was reported with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it. The malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue arises in the future, and they acknowledged and understood this guidance.